Manufacturer narrative:
Updated fields: b4, b5, d4 (serial#), g4, g7, h2, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. There were no errors related to the reported issue recorded in the fault logs, therefore the connectors were cleaned and re-connected, then running test was performed normally. No parts were replaced. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a noise then powered off. The iabp was replaced with another unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a noise then powered off. The iabp was replaced with another unit. There was no known harm or injury to the patient and no adverse event was reported.